Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in (B)(6) through mcs abbott (B)(4) affiliate. On (B)(6) 2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2020, due to hypoxic encephalopathy, respiratory management was performed after tracheostomy. Due to a large amount of bloody sputum, airway obstruction occurred, and choking triggered cardiopulmonary arrest. There is no association between this product and airway obstruction, suffocation, or cardiopulmonary arrest due to bloody sputum. It was reported that the patient had a low flow alarm. A review of the log file showed low flow events occurring at times when pulsatility index (pi) is elevated. It was also noted that on (B)(6) 2020 there were several fixed speed changes causing low flow and low speed advisory events. The cause of the low flow alarms and elevated pi events was that the patient went into a state of shock. The systemic circulation was unstable. The low flow was resolved by percutaneous cardiopulmonary support (pcps) or venoarterial cannula extracorporeal membrane oxygenation (va-ECMO). The patient was in a coma before this incident and is back into the same status. Clinicians are monitoring the patient closely. The patient went into respiratory failure of (B)(6) 2019 from hypercapnia, which led to cardiac arrest and cerebral hypoxia. The patient was on va ECMO for 2 days and weaned off. The patient also had a hemorrhagic stroke on (B)(6) 2019. The respiratory failure, hypercapnia, cardiac arrest, cerebral hypoxia, and hemorrhagic stroke were not device related according to the hospital. The respiratory failure, hypercapnia, cardiac arrest, cerebral hypoxia, and hemorrhagic stroke were all reported in MFR# 2916596-2019-04553. The family has insisted on prolonging life as long as possible. Clinicians are doing as much as possible to prolong the patient's life.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. However, the report of low flow alarms was confirmed based on the submitted log files. The log files captured transient low flow events and two periods of persistent low flow alarms on (B)(6) 2020. The low flow events were a result of the estimated flow decreasing below the low flow threshold of 2.5lpm and showed corresponding elevations in pi. During the periods of sustained low flow, multiple adjustments to the set speed, going as low as 3500rpm, were made. The most recent log file data on (B)(6) 2020 showed the pump operating at 5000rpm with flow in the 3.5-3.6lpm range. The pump operated at the set speed for the duration of the log file and appeared to function as intended. Additional information received from the center on (B)(6) 2020 stated that the patient was in a coma prior to the event and that the low flows were a result of systemic circulation becoming unstable due to the patient going into a state of shock. The low flows resolved with va-ECMO treatment. Further information received from jmacs indicated that patient had hypoxic encephalopathy resulting in respiratory management following a tracheostomy. Large amounts of bloody sputum resulted in an airway obstruction, and subsequent choking triggered cardiopulmonary arrest. It was indicated that there was no association between the heartmate 3 (hm3) device and the airway obstruction, suffocation, or cardiopulmonary arrest. The patient remained ongoing following the event until their outcome on (B)(6) 2020. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use (japan) discusses pump speed, power, flow, and pi in the introduction section. The system monitor explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm and explains that changes in patient condition can result in low flow. This section also provides information for setting the optimal fixed speed and low speed limit for the patient. The hm3 lvas patient handbook (japan) contains information on alarms and troubleshooting. This section states that to resolve a low flow alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.